Event description:
­ Capsule procedure was initiated by digestive health specialists on (B)(6) 2022. ­ (B)(6) 2022 flat upright abdomen x-ray was performed and repeated on (B)(6). ­ (B)(6) 2022 colonoscopy w/ capsule retrieval performed. ­ (B)(6) 2022 became aware of the incident.